Manufacturer narrative:
Product analysis :during calibration it was identified that the output connector assembly was broken/fractured. The upper case was also broken /fractured. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.